Manufacturer narrative:
This event occurred in col.

Event description:
The customer reported the instrument was not sealing the sample tube with foil, but was burning the tube. The sample was then spilling out into the instrument. The issue occurred three times over a three month period. The specific dates of the events were not provided. There was no adverse event.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the instrument log files showed no issues.

Manufacturer narrative:
The turning unit was replaced by service technician. The issue was not reproducible and no further investigation was possible with the provided information.